Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: e1 (event site address). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the batteries as the ones installed were not from the manufacturer. The unit passed all performance and safety tests according to manufacturer specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp), had battery maintenance required message. No patient involvement.